Event description:
It was discovered during baxter's testing that a spectrum pump falsely alarmed downstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out specification in relation to the discovered symptom, which was unable to be reproduced. Downstream occlusin alarms were confirmed through the event history log and were determined to be caused by a force sensor assembly that was not of tolerance. The force sensor assembly was replaced.